Event description:
It was reported that the clinic received a remote transmission and noted there was an impedance spike, oversensing noise on the ventricular tachycardia-non-sustained episodes. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d154awg implantable cardioverter defibrillator (ICD),   implanted: (B)(6) 2007-; 5076-52 implantable pacing lead, implanted: (B)(6) 2001. (B)(4).